Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reax1185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 the tip of a guidewire fractured with approximately 2 cm left insitu (in the patient). It was confirmed by the healthcare professional (hcp) that this belonged to the bard kit. The hcp noted user error may have contributed to the reported event.